Manufacturer narrative:
The customer¿s report of a hole in the tubing was confirmed. The report of a leaking filter was not confirmed. Examination under magnification showed 2 short, rough-edged cuts approximately 8¿ below the lower fitment. The 2 cuts together formed a v shape, similar to what would be observed after forceps or another clamping instrument had been used. Leaks were noted from the 2 holes, but no leaking from the filter was observed. The cause of the damage and leaking was determined to be the use of forceps or a similar clamping instrument.

Event description:
The customer reported that the tubing set had a hole, as well as, the filter was leaking during patient use. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing set had a hole, as well as, the filter was leaking during patient use. There was no patient harm.